Event description:
While preparing the lap band, a foreign object was observed inside the lap band ring. The lap band was removed from the operative field and retained for review. A new lap band was opened.